Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: deflation.

Event description:
Healthcare provider called to report a right side deflation as well as exchange from textured to smooth due to concern with the product. This record is for the right side. The device remains implanted.

Event description:
Healthcare professional reported "any creases". Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified opening, crease fold, brown and white particles on the surface of the shell. Leak test was performed and found opening on radius side. A microscopic analysis was performed which identify a striated edge opening. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a striated edge opening on radius side assessed as surgical damage. Additional, changed, and/or corrected data: d4, d9, h3, h6.

Event description:
Healthcare provider reported right side deflation as well as a exchange from textured to smooth due to concern with the product. Healthcare professional reported right side "any creases". The device has been explanted and replaced.